Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the vacuum was weak during a cataract with intraocular lens (iol) procedure. The procedure was completed with the low vacuum with no harm to the patient.

Manufacturer narrative:
The company service representative examined the system and was not able to confirm the event. The system was then tested and met all product specifications. The system was manufactured on january 13, 2010. Based on qa assessment, the product met specifications at the time of release. Additional information received from the company service representative noted the event could not be replicated. As a preventative measure (pm), the fluidics mechanism was replaced. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and was able to confirm the event. The nonconforming fluidics mechanism was replaced. The system was then tested and met all product specifications. The system was manufactured on january 13, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming fluidics mechanism. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information received from the company service representative noted the event could not be replicated. As a preventative measure (pm), the fluidics mechanism was replaced. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The company service representative examined the system and was able to confirm the event. The nonconforming fluidics mechanism was replaced. The system was then tested and met all product specifications. The system was manufactured on january 13, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming fluidics mechanism. The manufacturer internal reference number is: (B)(4).